Manufacturer narrative:
The reported event of the attachment not fully seating/locking onto a handpiece was duplicated the during service evaluation; however this was not found to be due to any bent components. The device was found to have corroded bearings. Corrosion causes the device to have no bounce, which will not allow the device to seat completely on a handpiece. Corrosion may be due to use over time; however cleaning habits can contribute. Device is placed in parts retention.

Event description:
It was reported during routine maintenance conducted by a manufacturer field service technician at the user facility that the duraguard was bent and does not seat with the handpiece. There was no associated procedure. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.